Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to leakage at distal end resulted in corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: operation manual chapter 3 preparation and inspection for detection methods. Reprocessing manual 5.4 manually cleaning the endoscope and accessories for preventative methods. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, there was gap of adhesive on the distal end and stain entered inside the lens. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a gap of adhesive on the distal end and stain inside the lens through the gap were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.